Event description:
When the cutter knob was advanced, the driver made a loud grinding noise and would cut intermittently, causing poor samples. The case was completed with no pt consequence. The driver will be returned for repair.